Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a diep flap (breast reconstruction) procedure, the device had issues with loading or firing of the clips. It fired 2/3 then wouldn't work. They opened a 3rd device, another similar clip applier in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had issues with loading or firing the clips. The clips were misfiring. It fired 2/3 then wouldn't work. They opened a third device to complete the case.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one video and two devices. The visual inspection of the returned video noted the first device was held in air and two properly formed clips were observed in the clip channel. There was a partially formed clip at a slight angel jammed in the jaws, the device was cycled four more times and jammed four clips behind the first jammed clip. The second device was fired in air three times. The visual inspection of the returned products noted the first instrument was partially fired with eleven clips remaining in the channel. Three fully formed clips and two malformed clips were jammed in the center of the clip channel. Five partially formed clips were jammed in the jaws under the cover. The second instrument was partially applied with seven remaining clips. The distal end of the channel cover was cracked. Functionally; the fully and malformed clips could not be removed without causing damage to the first instrument. Condition of the first instrument precludes further functional evaluation because the clips are not loading properly into the jaws. The second instrument was test fired once in air so that the clip formation could be observed; the distal end of the cover disengaged, and the clip deployed from the instrument without loading into the jaw. The jaw and handle moved smoothly through the firing cycle and returned to the open position. The condition of the second instrument precludes further functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the clip in the channel condition may occur when the user positions the instrument vertically and fires in air. This causes the fired clip to slip into the clip cartridge, preventing clips from loading properly. Replication of the cracked cover may occur if the distal end of the device is subjected to excessive manipulation during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.